Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. The reported scenario that " the black and silver rings, where the long attachment is placed, were not aligned," can be visually confirmed. The rotating collar is in the locked position. The external condition shows minimal signs of wear. The reported problem was not confirmed with a functional evaluation. A functional evaluation was performed and the reported scenario that the "real intelligence robotic drill disconnected; it was not able to solve the problem." Could not be confirmed. A test case was performed. The rotating collar had to be unlocked. The drill responded as intended. The burr was loaded, and the test case was continued. The test case was completed without any failures occurring. No disconnect occurred. A kpc test was performed. All test passed. A second technician was asked to confirm the scenario. Again, a test case was performed which could be completed without any failures occurring. The drill was opened for further investigation. The exposure motor was tested and passed. The motors were removed, and the drill was inspected further. No defects were found. The drill was reassembled, and a third test case was performed. Again, the test case could be completed without any failures occurring. A complaint history review was performed by part number, and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with user error as the rotating collar was turned to the locked position during handling. This event does not indicate any increase in risk beyond what is already documented. Given that the root cause was user error by an operator and that all system safeguards operate correctly, no design, usability, IFU, or training changes are required. The residual risk remains acceptable, and no further action is necessary. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka, one (1) real intelligence robotic drill disconnected, it was not able to solve the problem. Additionally, the black and silver rings, where the long attachment is placed, were not aligned, therefore, the long attachment could not be attached. The procedure was resumed, after a non-significant delay, with a change in surgical technique to manual procedure using legion primary with sync instruments. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.